Event description:
A discordant, falsely elevated carbon dioxide (co2) result was obtained on a patient sample on a dimension vista® 1500 system. The discordant result was not reported to the physician(s). The same sample was reprocessed on the same system and an alternate dimension vista system. Lower results were obtained. The result on the alternate system, considered correct, was reported. There are no known reports of patient intervention or adverse health consequences due to the discordant co2 result.

Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely elevated carbon dioxide result. Hsc reviewed the information provided by the customer and the dimension vista instrument data logs. Quality control was within laboratory ranges at the time of the event. Quality control was within acceptance range and no similar events were reported with other patient samples indicating that the instrument and assay were performing acceptably. A potential product issue has not been identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.